Event description:
A caller reported a malfunction on their pump, identified by the malf 0 code, which persisted even after an attempted reset. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, but since the issue recurred, a replacement pump was sent. The customer was instructed on returning the faulty pump and programming the settings on the new device. They would use multiple daily injections as backup therapy.